Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer would like to replace the main board on this unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet

Event description:
It was reported to vyaire medical that the revel ventilator unit is flashing off and on with svc codes 90,93,94,97,100 that came up. Furthermore, there was no patient involvement associated with the reported event.